Event description:
It was reported that the catheter broke and the patient "blacked out" on (B)(6). The catheter was replaced. Then that catheter malfunctioned. The patient "almost died" as he was overdosing on his medicine in (B)(6). The pump was infusing bupivacain, baclofen, and dilaudid.

Manufacturer narrative:
Accessory model: 8590-9, lot# n345236, implanted: 2012-(B)(6), explanted: 2013-(B)(6), catheter model: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), catheter model: 8709, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6). (B)(4).